Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was not correctly calculating bolus amounts. The reporter stated that the patient had a blood glucose over 250 mg/dl, but under 500 mg/dl with no symptoms of hyperglycemia. The alleged issue does not meet animas criteria for a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: the pump powered on to the verify screen with no errors. The pump was exercised for 24 hours with no observed alarms. A manually calculated ezcarb and ezbg bolus returned the correct amount. The total daily doses of insulin added up correctly to reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.